Event description:
Three hrs into hemodialysis treatment pt experienced cardiac arrest and died. Pt dialyzing on zero potassium bath. Last serum potassium level was 4.6 on 8/10/96. Dialysis machine was inspected. Dialysate flow rate was 700 cc/min. Blood flow rate at 200 cc/min. Equals 310 cc/min. One week later this same machine involved with another cardiac arrest and death. MFR was asked to check machine. MFR found dialysate flow to be 875 cc/min. MDR was also filed by MFR.